Event description:
It was reported the customer was unable to see the upper part of the screen on their insulin pump. Customer stated they were able to scroll down, but was unable to see the bolus menu. The customer requested a replacement insulin pump. Customer's blood glucose was 5.7 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.